Manufacturer narrative:
Patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the power conversion enclosure was replaced without resolution. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the imaging system failed gfi testing. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The power conversion enclosure charger was returned to the manufacturer for evaluation. Testing found that two transistors on the charger were removed.

Manufacturer narrative:
Correction: aware date of supplemental report 2 inadvertently filed as 1/28/2018. Correct value should have been 1/28/2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The a second charger enclosure was returned to the manufacturer for analysis. The charger was found to be fully functional and the reported issue could not be replicated. The ground fault interrupter (gfi) cable was returned to the manufacturer for evaluation. When installed in a known operational imaging system, the system displayed a gfi fault. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: a medtronic representative went to the site to test the equipment. Testing revealed that gfi-testing failed. The gfi cable ground assy and enclosure charger board were both replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that during planned maintenance (pm), the gfi test failed. There was no patient involvement.